Event description:
It was reported to philips that a pt suffered blistering, hematoma, and necrosis of the skin, which required medical treatment, at the application site of the ECG electrode (side of chest).

Manufacturer narrative:
It was reported to philips that a pt suffered blistering, hematoma, and necrosis of the skin, which required medical treatment, at the application site of the ECG electrode (side of chest). This is being considered a serious injury. The pt was a premature infant. The pt was also diagnosed with congenital erosive and vesicular dermatosis healing with supple and reticulate scarring. Since this reported condition suggests poor skin integrity, we are considering it the primary factor in this incident/injury. Noted that it could not be confirmed that it was the philips ECG electrode applied at the site of the injury, as another MFR's electrodes were also being used in the monitoring of this pt. No info was provided by the customer with regard to duration of application of the ECG electrodes and frequency of inspection of the application sites. Based on the available info, we are considering this issue to be the result of poor skin integrity and no device/product malfunction.